Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. A complaint review was performed using all the provided information and no previous reported incidents were found. There was also no information provided about the hospital that the reported event occurred or reporter contact information. The customer did not provide patient demographics such as age, date of birth, and weight. At this time, carefusion has not received the device from the customer. Due to the lack of returned product, there will not be an investigation performed. (B)(4).

Event description:
Reported information from received medwatch: contact reported that her son was admitted to the hospital (no specific month and day provided) 2013 for possible pneumonia. He was later diagnosed with lesions on the lungs and bilateral pneumonia. On (no specific month and day provided) 2013 the doctor decided to place the patient on ventilator to improve his breathing. The machine kept alarming increase peep over several hours. The tech came in and told the patient's mother that her son was over breathing the machine and changed the settings. The next day or so the doctor told the patient's mother that her son was looking better and may be taken off the ventilator and switched to a different room. The doctor also told the patient's mother that even though he was getting better that he would not be released for four to seven days. The day that the patient was switch to another room, the patient's mother walks into the room at the same time the disposable expiratory hose broke off the ventilator. At this time, the nurse began to manually ventilate her son for approximately seven minutes. The patient was coughing up blood and o2 was 25 to 30 percent. When the patient was placed back on the ventilator o2 was at 80 percent on 100 percent oxygen. Thirteen hours after patient was placed back on ventilator, he died. Patient's mom looked up the ventilator from carefusion online and said that it had been recalled. She was concerned that the hospital already knew the device was recalled and was using it anyway. Mother also states that the viasys was recalled as well. On (B)(6) 2016, the reporter would like to inform the food and drug administration (FDA) by the time the device was being used on her son there had already been a recall on the device that was being used by her son. The recall was because the y piece was cracking and recently it had been upgraded to a global recall. Reporter further says that when she learned of this, she called carefusion, but when she mentioned the serial number the phone communication was ended immediately. This has been the case the last couple of times she has called carefusion.

Manufacturer narrative:
(B)(4) received an updated user facility medwatch with an updated date of incident and date of patient death. The customer also provided additional narrative as to the event details and the additional devices used at the time of the event. (B)(4) has done a review of these products and is unable to identify a device that has been manufactured or distributed by (B)(4) matching these descriptions of concomitant devices.

Event description:
Reported information received from medwatch: I made a complaint back in 2013 and they said that my report would be updated in seven weeks. It's been three years and still no such thing. Unfortunately the hospital never called and reported the accident or I didn't know it was my responsibility to do so. I have emails from one and associates from back in 2013.